Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the gear complete of the device was stuck inside due to corrosion, there was corrosion inside the attachment that will not allow the device to be disassembled, the device was frozen/will not move, and there was corrosion/rusting/pitting. It was further determined that the device failed pretest for check for free movement and check oscillating frequency with frequency meter. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI (B)(4).

Event description:
It was reported from canada that the reciprocating saw attachment was damaged. During in-house engineering evaluation it was determined that the gear complete was stuck inside due to corrosion, and the device failed pre-test for check for free movement. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.